Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: one opening extended, crease fold, wear abrasion and red particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior and one opening crease sharp on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool. One crease sharp opening on the anterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿left-side deflation ¿. Device remains implanted.